Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance has been measuring at greater than 2500 ohms, with this implantable cardioverter defibrillator (ICD). The rv lead is non-bsc manufactured. Thresholds have reportedly increased to 4.5 volts at 0.4 milliseconds. The field representative did not know whether x-rays have been taken. Nor did she know what further actions will be taken. It was noted however, that the patient currently has an leg infection and thus a lead revision may not be considered, at this time. No adverse patient effects were reported.